Event description:
It was reported that the subject device had issue with cord/head. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h2, h3, h6, h10. Corrected field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deterioration of cable unit. The event can be prevented by following the instructions for use which state: chapter 3, ¿preparation and inspection¿, do not use the camera head. Contact olympus.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had issue with cord/head. There was no patient involvement.